Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was unable to confirmed that the device screen was locked or unresponsive. The fsr was unable to duplicate the reported issue as no failures were detected. After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications.

Event description:
The customer reported that while using the vela ventilator, the "screen locked on monitor, could not change vent mode, check alarms or change screen". The reported issue occurred while in use with a patient. There was no harm to any patient or clinician in association with the reported complaint.